Event description:
The report received from the study indicated that approximately three months post index procedure, the pt died of an unk cause. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
The additional information received from (B)(6) indicated that the patient expired due to kidney failure. Based on this information, the event does not meet the criteria for reporting, since there is no correlation between carotid stenting and kidney disease. No further reports will be submitted for this event.